Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received a motor error alarm. The customer¿s blood glucose was unknown. Customer reported that the insulin pump received random no delivery alarms and rewound was longer. Customer also stated that the insulin pump rejected the batteries, battery life was not lasted seven days and crack on insulin pump's screen. Customer decline to troubleshooting with technical support. The insulin pump will not be returned for analysis.